Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge independently before contacting technical support and was advised to call for further issues. Reloading the same cartridge was not attempted as the caller declined to do so.